Event description:
The healthcare professional reported that the enterprise2 4mmx30mm no tip (enc403000/8700152) ¿got jumped¿ into the hub and got deployed in the microcatheter (prowler select plus). No patient injury was reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The stent was damaged. The findings meets us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A non-sterile enterprise2 4mmx30mm no tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one strut of the stent was kinked, and the distal end of the delivery wire was stretched. Microscopic inspection revealed no broken struts on the stent nor other damages except for the kinked strut. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent getting deployed is confirmed based on the detached condition of the stent. It is possible that in an effort to advance the stent through the microcatheter, excessive force was inadvertently applied which ultimately led to the stretched condition of the delivery wire and kinked strut of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.